Event description:
Dental assistant reported that a patient refused follow-up treatment for ailing/failing implants. She moved to california. The implants failed. Patient is same patient as medwatch reports #2023141-1997-00733 and2023141-1997-00734.

Manufacturer narrative:
No observable defects could be found with the component itself. Measurements taken met design requirements. A review of the lot history of the subject product was not completed because the lot number was unavailable from the dr's office.